Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no associated non-conformances that would have caused or contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified, concentric, de novo, 90% stenosis in the proximal left circumflex artery. The 2.75 x 12 mm nc trek balloon catheter was advanced for pre-dilatation; however, a small amount of contrast media was confirmed over the balloon during the first inflation at 10 atmospheres for 5 seconds. The balloon was deflated and removed from the anatomy. There was resistance felt during advancement and retraction of the device. The balloon was flushed outside of the anatomy and a pinhole rupture was confirmed. Pre-dilatation was completed with a 2.75 x 13mm non-abbott balloon catheter. A 2.75 x 18mm xience xpedition was implanted in the lesion without any issues. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.